Event description:
Reporter noted cautery wasn't working at beginning of case. Doctor felt a slight tingle in dr's leg when footswitch was depressed. Changed footswitch, but still not working; changed system to complete case. No user of patient injury.